Manufacturer narrative:
(B)(4)

Event description:
In (B)(6) 2010, the actual residual volume (6ml) was greater than the expected residual volume (2.9 ml); this was within specifications but on the high end. At that time, the pt had no symptoms of withdrawal. It was noted that the pt was on oral medication. The hcp stated that they may do a roller/dye study. In (B)(6) 2010, the hcp reported that the pt experienced increased pain (date not specified). The pump was replaced. The pt outcome was reported as "no injury". The device system was used to deliver morphine and bupivacaine.